Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated, and a definitive cause for the reported unable to remove lock line could not be determined. There is no indication of product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report resistance met during removal of the lock line; resistance removing the lock line has potential of lock line breakage that can result in injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) as advanced to the mitral valve without issue. Deployment was started. The lock line cap was removed. One end of the lock line was slowly pulled. After about halfway through removal, tension was felt. In order to prevent the lock line from breaking, the lock line cap was replaced and the cds with the clip was retracted from the anatomy. A new cds was used without issue. One clip was implanted, reducing the mr to 1, with a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.